Event description:
A report was made regarding a customer's pump screen occasionally going blank. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.